Manufacturer narrative:
Concomitant product(s): product ID :37761, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the recharger (serial number (B)(4)) found that the connector was bent.

Event description:
The consumer reported that the recharger screen was blank. The recharger was not charging when plugged into the ac power source and the connector pin was not loose or broken. The patient started having pain because the battery was low the day before the report and the change in therapy or symptoms was considered sudden. The recharger would not turn on and the green light was seen on the desktop charger. A replacement was sent. Additional information received from the consumer reported that the replacement desktop charger was not charging the recharger. The recharger was dead and the implant was almost dead. A replacement was sent. The indications for use were complex regional pain syndrome type ii and spinal pain. If additional information is received a follow-up report will be sent.